Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media that the faulty implantable cardioverter defibrillators (ICD) caused heart damage. The device status is unknown. No further patient complications have been reported as a result of this event.